Event description:
It was reported that a patient experienced peritonitis manifested by severe abdominal pain, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. On unreported date(s), the patient was treated with unknown antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Extraneal therapy was ongoing. After two days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event and the peritoneal effluent fluid was reported to be clear. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.